Event description:
Revision surgery - due to the patient's hip dislocating and the liner looked to be dissociated from the cup.

Manufacturer narrative:
The reason for this revision surgery was the patient's hip dislocated and the liner looked to be dissociated from the cup. The length of in vivo service was 14.6 years. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 19 prior complaints reported against this part; summary of investigations: 11 dislocations and the remainder is a series of one off issues not associated with product issues. This is the first complaint against this lot number. The complaint states the liner may have disassociated but no information was supplied to support this claim. The root cause relating to this event could not be determined with confidence. Factors that may contribute to joint dislocation not associated with the implant are: improper implant selection, degenerative bone disease, patient non-compliance with medical instructions. There are no indications of a product or process issue affecting implant safety or effectiveness.